Event description:
It was reporter that this right ventricular (rv) lead exhibited pace out of range shock impedance measurements, greater than 3000 ohms. This rv lead remains in service. No adverse patient effects were reported.